Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with fortum (intraperitoneal, 1 gram, frequency not reported) and amikacin (intraperitoneal, 100 milligrams, frequency not reported) for the peritonitis. At the time of the report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.